Manufacturer narrative:
The timeliness of this submission is artifact of an old complaint handling process and is now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced a tiny subdural hematoma over left-lateral convexity. The patient ordered d/t truncal and right lower extremity (rle) ataxia standing, impaired balance, impaired mobility, decreased sensation to rle, some word finding difficulties but able to get the point across. The patient was then discharged home with physical therapy ordered. The event was considered ongoing.

Manufacturer narrative:
Per laantern ae form update received 15jul2021, the repeat MRI was done on (B)(6) 2016, updated from (B)(6) 2016. Event was indicated as resolved with sequelae on (B)(6) 2018 with improvement in weakness indicated at the 1 month visit, and the same level of weakness by the 6 month visit. The timeliness of this submission is artifact of an old complaint handling process and is now being submitted.